Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the kangaroo nasogastric (ng) tube was discontinued and removed from patient. Upon removal, there was a ruptured area in the tube when checking for complete removal. All pieces of ng tube were accounted for, but an obvious split in the tubing was seen.

Manufacturer narrative:
A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. A device history record (DHR) review could not be performed because the lot number provided is not valid. Without a valid lot number, a review of the specific production records, including verification of manufacturing parameters, in-process inspections, and final acceptance criteria for the specific lot associated with the reported problem, is not possible. However, prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba walk was performed to review the manufacturing process and it was determined that the current process and controls are being followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could continue to trigger the reported condition. Based on all available information, the root cause could not be determined at this time. The appropriate personnel have been notified of this complaint to heighten awareness. We will continue to monitor related reports to determine if additional actions are necessary.